Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted a solex 7 catheter on the subclavian vein without issue (correct catheter placement was confirmed through x-ray). Approximately 5 minutes after initializing ivtm therapy, the nurse observed an airtrap alarm on the thermogard console. Upon inspection, the saline bag was observed empty and blood was observed on the catheter's orange luer. No leak was observed on the start-up kit (suk). Following this, the user cleared the airtrap alarm on the console and inserted another solex 7 catheter to continue therapy using the same suk and thermogard console . No further issue was reported. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pin hole leak was observed on the first loop of serpentine balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.